Event description:
It was reported that a cap was missing from an amia cassette. This was identified prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date - this event occurred on an unspecified date in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to a1: patient identifier: hk (previously submitted as unknown) additional information was added to h6 and h10. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.